Event description:
It was reported that patient experienced an infection at the ipg pocket site. Patient was treated with antibiotics and surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information received identified that the infection has resolved.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Patient was treated with antibiotics and surgical intervention was undertaken wherein the ipg was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.